Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had major bleeding out of hospital at their upper gastrointestinal tract on (B)(6) 2025. The patient had a blood transfusion. It was said more than 4 units but less than 8 units of packed red blood cells were transfused per 24 hours. The patient was on anticoagulant therapy, warfarin, at the time of the event. From lab tests, the prothrombin time (inr) was 3.8 iu on (B)(6) 2025, the activated partial thromboplastin time (aptt) was 59 seconds on (B)(6) 2025, and the platelet count (plt) was 13.2 ×104/ l on 03dec2025. It was said the cause of the bleeding was due to a history of a lesion or disease at the bleeding site, which precipitated the onset of bleeding, bleeding from angiodysplasia in the anterior wall of the stomach. It was also said that this event was not device related. The reason for readmission was said to be due to bleeding and gastrointestinal disorders (MFR # 2916596-2025-08105).